Event description:
It was reported that an edwards bioprosthetic aortic valve was explanted after an implant duration of approximately 43 months, due to aortic stenosis caused by calcification, and aortic regurgitation. Multiple attempts to obtain additional event information and patient history from the healthcare provider have been unsuccessful.

Event description:
The received explant operative report indicates, "this patient underwent aortic valve replacement 4 years ago along with coronary artery revascularization. Now she developed severe calcific aortic stenosis with aortic regurgitation. The 3 leaflets are intact but they are all calcified and shrunken and causing stenosis and regurgitation."

Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple requests to the healthcare provider, no additional records, details, or patient history was provided into this event. The explanted device has not been returned for evaluation despite multiple attempts to retrieve it. Therefore, the reported leaflet calcification could not be evaluated or confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. The review indicates no quality deficiency during the manufacture of this device that may have caused or contributed to this event.

Manufacturer narrative:
Device evaluation summary: as received, the valve tissue was mostly cut off, possibly due to pathology testing at the hospital. Approximately 3mm of tissue remains intact along the attachment. Calcification is detected in the remaining tissue in the free margins of all three leaflets at all commissures. Six pieces of valve tissue were returned along with the valve. The largest piece measured to 9mm by 5mm and the smallest measured to 7mm by 2 mm. Calcification was noted in the tissue pieces as well. Host tissue overgrowth (pannus) was moderate at the stent inflow and stent outflow. The condition of the received valve limits the quality of investigation and evaluation performed on this event. As evident in the remaining tissue pieces returned, it is likely that calcification and host tissue overgrowth may have been the primary causes of the reported explant. The available information suggests no device quality deficiency related to this event.